Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a revision procedure, the patient developed an infection. The patient was prescribed antibiotics and was doing well.

Manufacturer narrative:
Additional information was received that patient's infection was located at the battery site. Symptom was drainage which was already resolved. The physician believed it was surgery related but not device related.

Event description:
A report was received that following a revision procedure, the patient developed an infection. The patient was prescribed antibiotics and was doing well.